Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# n076416, implanted: (B)(6) 2008 product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003 product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced withdrawal in 2003. The patient ¿almost died¿. The patient had a magnetic resonance image (MRI) and the MRI technician left the patient in the MRI for 2½ hours, which was 1½ hours longer than she was supposed to be in the MRI. The patient was screaming and begging for the technician to let her out. Being in the MRI field for that long caused the ¿screws to come loose from the pump¿ and the pump never resumed function. The patient did not go to see her doctor after the MRI. The patient got very sick with withdrawals and they couldn¿t figure out why. The patient went to the doctor for a refill and they found her pump was still full from her last refill. The pump never started up after the MRI. The pump drugs at the time of the event were not reported. However, at the time of the report, the device system was used to deliver morphine.